Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had clutch error and multiple alarms for syringe plunger sensor, invalid syringe size, travel reverse error-check clutch /plunger lever and system failure: force sensor test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B5: additional information received on 04-oct-2022 via email and attached in complaint object: this pump and this incident was not involved in a patient incident. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were removed or broken, and non-original equipment manufacturer tamper seals were found on the pump upon receipt. The right plunger case was cracked. An error code was found in the ehl (event history log). An occlusion test was performed. The customer reported issue was confirmed as the syringe empty alarm was found at the beginning of the occlusion test. The root cause of the reported issue is due to incorrect assembly by the customer. To correct the issue, the position potentiometer was reassembled and the lead screw and both clutch halves were replaced. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).